Event description:
It was reported, that the pump malfunctioned. During physical inspection, it was found, that there a detached downstream occlusion seal. There was unknown patient involvement. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found, a detached downstream occlusion (dso) seal. Review of the event history log (ehl) showed, error code 41622. A functional test was performed. And the reported, issue was duplicated. The device shows error 41622. Functional testing also revealed, a defective dso sensor. The cause of the reported issue, was due to the motor. As a result, the motor, dso sensor and dso seal were all replaced. Service history review identified, there was no indication that the complaint was related to a service of the device within the review period.